Manufacturer narrative:
The issue was solved by customer, but no details have been obtained regarding which part turned out to be the source of the issue. Initial allegation provided in the complaint was that "excessive leakage" occurred. No additional details about the issue, the faulty parts or device logs have been received, and therefore, no further analysis has been possible. The true cause of the reported issue has not been determined. H3 other text : 4114.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
It was reported that the anesthesia system had a leakage issue.there was no patient harm. Manufacturer's reference number: (B)(4).